Manufacturer narrative:
(B)(4). The device was not returned; however the lot number was known. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the automated peritoneal dialysis set was bad and unusable. It is unknown what step of peritoneal dialysis therapy this occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report four of four.